Manufacturer narrative:
Evaluation: results: related to operational context (damage to stent occurred due to unsuccessful attempt to cross the target lesion and/or subsequent withdrawal from the vessel). Inherent risk of procedure (failure to deliver stent and stent deformation). Evaluation: conclusion: operational context contributed to event (damage to stent occurred due to unsuccessful attempt to cross the target lesion and/or subsequent withdrawal from the vessel). (B)(4).

Event description:
A patient presented to hospital experiencing a heart attack. The lesion was located in the om with little calcification and moderate tortuosity. Pre-dilation was performed and the physician was attempting to implant a 2.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting stent, however, the stent could not cross the lesion. When the stent was removed from the patient, the struts were noted to be damaged. Another stent was then used and successfully deployed. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the distal tip was flared. The 5th, 6th, 7th, 8th, 9th, 10th and 11th proximal stent segments were partially stretched and deformed with numerous struts raised. The 1st distal segment was positioned over the distal inner shaft marker. A number of struts on the 1st distal segment were raised and deformed.